Event description:
It is reported that in 2000 patient underwent fixation of a fractured hip. Three months post operation, in 2001, x-rays revealed that the head of the three screws securing the plate had fractured off and that the plate was loose. As a result, the hip was revised (date unknown) and a new plate and screws were placed (manufacturer unknown).